Event description:
It was reported that the touchscreen does not respond properly. There was no reported adverse impact to the customer. No additional information was received regarding any actions taken or the outcome of the event.